Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece of the motor device was overheating. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to further investigation, the evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn and loose bearings that were out of axial alignment, which caused the device to fail for vibration and have low rotations per minute (rpms). It was determined that these issues were caused by excessive side loading, which wore the bearings out. Worn and loose bearings created a situation where the cutter was unable to be inserted into the device. Thus, the device was unable to function. If a cutter was able to be inserted and the device was run, heat or vibration or noise would be observed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be excessive side loading of the device, which is categorized as user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.